Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a libre 3+ sensor pairing failure that led the ilet to suspend automated insulin dosing, after which the user confirmed that the replacement libre 3+ sensor was in warm-up and later resumed without further issues. Symptoms included hyperglycemia with a reported blood glucose of 253 mg/dl and a prior brief, unconfirmed low without symptoms. Outcomes included temporary interruption of automated dosing and user-performed troubleshooting and education that restored use. Investigation included technical review with user guidance to verify cgm status and current blood glucose. Investigation of this case revealed that the pairing failure resolved once the new sensor completed warm-up and that there was no confirmed hypoglycemia requiring intervention. It was concluded that the event was related to a transient cgm pairing and warm-up state leading to a safety-driven run suspend, with no injury and no further action required.